Manufacturer narrative:
B6: unknown date: positive quantitative serum results verifying pregnancy (actual quant results were not provided). H3: not returned to the manufacturer. Investigation conclusion: an investigation was performed on retention product from the reported lot number. Retention devices were tested with qc cut-off standard in urine (20miu/ml), qc cut-off standard in serum (10miu/ml) and high hcg clinical urine sample (212iu/ml. 215.6iu/ml, and 213.8iu/ml). Urine results were read at 3 minutes and serum results were read at 5 minutes. All devices yielded expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. Complaints are tracked and trended on a monthly basis. Per the package insert: - false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical laboratory findings have been evaluated.

Manufacturer narrative:
Results pending the completion of the investigation.

Event description:
The customer reported false negative results when administering the medline hcg combo cassette on three patients. The patient had positive quantitative serum results (actual quant results were not provided) verifying pregnancy. There was no adverse event. Although requested, no confirmatory nor patient information was provided.